Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye.

Manufacturer narrative:
Manufacture date: 04/01/2014. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.